Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, also, it was noticed that there was an internal connector fracture, since there were no signs of light exiting the connector, therefore the reported event was confirmed. The fiber connector internal fracture could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a ureteral lithotripsy, it was identified that there was no energy output when using the fiber. The procedure was completed with another fiber without patient complications. After the fiber was analyzed, it was found an internal connector fracture.